Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received fifteen inappropriate shocks due to right ventricular (rv) lead oversensing. The sensitivity of the lead was reprogrammed and the rv lead remains in use. No further patient complications have been reported as a result of this event.